Event description:
On (B)(6) 2023, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported that on an unknown date the patient experienced inflammation at the stoma site. On an unknown date the patient received an unknown systemic antibiotic. It was reported that the stoma site did not improve. On an unknown date the patient was hospitalized. On (B)(6) 2024 the patient experienced a inflamed fistula in the stomach. The fistula was removed, the values improved, but the probe had already been removed. Patient was discharged on (B)(6) 2023. Therapy was stopped. No information provided on when therapy will resume.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of fistula. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.